Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having issues with the mobile power unit (mpu) that the was thought to be related to cat bites. There were no specific alarms reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit having issues that was thought to be from cat bites on the mobile power unit (mpu) patient cable was confirmed via visual analysis of the returned unit. The heartmate mobile power unit serial number (B)(6) was returned and evaluated at the service depot on 12apr2022. During the evaluation, the heartmate mobile power unit was connected to a test loop for several days with no alarms or abnormal effects observed. During the observation period of the mpu, the patient cable was flexed throughout its entire length and no alarms or interruption to operation were observed. The mpu was visually inspected and multiple areas of small puncture holes were observed. The customer was provided a quote to replace the patient cable; however, they declined. The mpu will be removed from usage and will be disposed of per the customer's request. The unit was then forwarded to product performance engineering for further evaluation. During the evaluation, the unit was powered on as intended. The test controller was connected to the mpu for an extended period of time without issue and the cable was manipulated throughout in an attempt to replicate the reported event. The mpu operated as intended without any atypical alarms or issues active. No further testing was performed at this time. The root cause of the reported event could not be conclusively determined through this analysis; however, the small puncture holes on the mpu patient cable from cat(s) biting the cable could have contributed to the reported event. The device history records were reviewed and the records revealed the heartmate mobile power unit serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.